Manufacturer narrative:
Results: the benchmark was kinked approximately 2.0, 52.0, 56.0, 59.0 cm from the proximal hub. The benchmark displayed multiple ovalizations from 102.0 cm from the proximal hub to the distal tip. Conclusions: evaluation of the returned benchmark revealed mid-shaft kinks and multiple ovalizations concentrated at the distal tip. These distal ovalization were likely a result of forcefully pinching or gripping the benchmark during preparation for use. These ovalizations likely contributed to the resistance experienced when attempting to advance the benchmark through the peel-away sheath. The kinks were likely a result of continued attempts to advance the benchmark against this resistance. The benchmark peel-away sheath was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician felt resistance advancing the benchmark delivery catheter (benchmark) into the peel-away introducer sheath. The physician cut the introducer sheath in half in an attempt to help the benchmark advance through the sheath; however the physician still felt resistance and, consequently, the benchmark became kinked. The damage to the benchmark occurred prior to use; therefore, it was not used in the procedure. The procedure was completed using a new benchmark.